Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvedermvista volift xc in the "hollow of the eyelid". Patient experienced swelling immediately post injection which subsided "for a while". Two months later, swelling reappeard, accompanied by a lump. Hyaluronidase was administered to dissolve the upper eyelid, and a steroid drip was administered. There was no improvement. Patient was treated at a different clinic where the upper right eyelid was dissolved and the patient was treated with hyaluronidase. One month later, the patient was seen by the injecting physician and it was noted the patient had a "strong lump on the upper left eyelid, making it difficult to turn to the left". "The upper eyelid was heavy and tiring". Two days later, the patient was treated with hyaluronidase a second time. Forty unites were injected into the entire upper eyelid, and 70 units into the entire left upper eyelid. Additionally, a mixture of 20 units and 0.1ml of kenacort was injected into the outer left upper eyelid. Patient was prescribed 1 tablet of loratadine 10mg per day for 60 days, and 3 tablets of tranilast 100mg per day for 8 weeks. Patient took predonin 5mg 5 tablets per day and famotidine 10mg 2 tablets per day for 7 days. Patient continued to take predonin 5mg 4 tablets per day and famotidine 10mg 2 tablets per day for 2 days. Patient continued to take predonin 5mg 3 tablets per day and famotidine 10mg 2 tablets per day for 7 days. Patient continued to take predonin 5mg 2 tablets per day and famotidine 10mg 2 tables per day for 7 days. Patient continued to take predonin 5mg 1 tablet per day and famotidine 10mg 2 tablets per day for 15 days. Patient completed the oral predonin and famotidine the following day. Four months later, patient returned to the injectors office with a lump after receiving a glow injection in the cheek and nasolabial fold at a different clinic. Injecting physician claims the "foreign body granuloma in the upper eyelid" has improved. Biopsy was not provided. No additional information available.